Event description:
A united states distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the fall-off test at all ECG electrodes. Upon evaluation, the u730 processor was shorted at pins 4, 5, 6, and 7. The cause of the non-functional ECG electrodes is shorted pins. The root cause of the shorted pins cannot be positively identified. No adverse event resulted from the shorted pins.